Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose levels for three weeks. The paramedics were dispatched on (B)(6) 2017. Customer's blood glucose level was 35 mg/dl when the paramedics arrived. The customer was driving and he hit the side of the car on the divider and the side. The police stopped her and she took a glucose tablet. The police called the paramedics. The customer did not go to a hospital. The customer was wearing the insulin pump at the time. The device was not returned.